Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not identify a lot specific product quality issue. The reported single leaflet device attachment appears to be related to challenging patient morphology/pathology (friable leaflet) in conjunction with procedural circumstances (poor visualization). There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment of the first mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). There was difficulty with imaging due to the patient anatomy and the position of the device which resulted in a device shadow over the anterior leaflet. The first mitraclip xtr was implanted. When the second clip delivery system (cds) was being advanced through the steerable guide catheter, the anterior leaflet came out of the first mitraclip, resulting in a single leaflet device attachment (slda). In the physician's opinion, the slda may be related to friable tissue on the anterior leaflet. The second mitraclip stabilized the slda clip. A third mitraclip was implanted reducing mr to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.